Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) and right ventricular (rv) leads. No intervention has been performed at this time. The patient was stable and will continue to be monitored.